Manufacturer narrative:
Other, other text: h10 ? Device evaluation: one level 1 hotline low flow system was returned for investigation in used condition. The investigator filled the tank with water, attached temperature check fixture, plugged in the line cord, and ran the device on a hypot electrical test. The device failed the hypot electrical test. The customer reported product problem was therefore confirmed. The product problem occurred because the ground wires attached to the chassis had become loose. The root cause of this was unknown. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information was received indicating that a smiths medical fluid warming device was found to have high cord resistance. The cord resistance should be below 0/5 ohms and the unit was measured at 1/06 ohms during testing using an electrical safety analyzer. There was no patient involvement.